Event description:
It was observed during the device inspection that subject device has an e090 error. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the investigation identified that an e090 error occurred. The likely caused by a component failure of the generator board. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.